Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting myopotential oversensing resulting in inhibition of pacing. The patient with this device was pacemaker dependant.